Event description:
The customer reported that the device jaws would not open during the procedure. The customer noted that they were working on an adhesion at the time. Another instrument was used to open the jaws. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.